Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes and would not shock the patient. A backup device was immediately called for and used but the patient was not resuscitated. The reporter indicated the patient's death was not the result of the alleged malfunction because of the patient's lack of viability.